Event description:
Complication in site preparation, primary stability was achieved, implant didn't achieve osseointegration, implant was completely covered by bone, immediate implantation, preceding/simultaneous bone augmentation, inflammation, mobility.